Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set fell off during use between 1-24 hours each time. The patient replaced infusion set and resumed insulin successfully. No further information available.